Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process, resulting in the customer experiencing an elevated blood glucose displayed as "high"; although specific value was not provided. Reportedly, the cartridge was changed and a correction bolus via pump was delivered to address the issue and insulin delivery was resumed.